Event description:
On event date, the end-user called disetronic, USA, and stated that they have had a car accident. Pt does not remember the accident and believes they must have passed out. Pt was transported by ambulance to the emergency room at a hosp. The first documented blood sugar reading reported upon admission to the ER, was 120 mg/dl. Pump was shut off, the pt was given dinner and their bs was found to be 160 mg/dl. At 2020 pm, bs was 95 mg/dl and pt was discharged from ER to home. On 4/17/2001 maersk medical received the complaint and 1 used tubing.